Event description:
It was reported by the pt's legal counsel that the pt received a left tka on (B)(6) 2008. On (B)(6) 2009 the pt was revised due to an alleged deficiency with the femoral component.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.